Manufacturer narrative:
The device has been rec'd and is currently being evaluated. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that bubbles were noted in the anterior chamber in the sculpture phase during cataract surgery. There was no pt impact.